Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory showed high impedance (> 3 kohm). However, during the latest follow-up on (B)(6) 2010, normal measurement was obtained. The atrial lead impedance curve also showed some high impedances values.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.